Event description:
It was reported that the zimmer air dermatome unit skips and jumps. Additional clinical f/u info received on 08/23/2010 indicated that a second graft needed to be harvested to complete the procedure.

Manufacturer narrative:
The device was returned to the MFR for repair. The device is 15 yrs old. The returned device had a damaged head and control bar. The motor ran on the low end of the specification. The device passed the rpm and blade position tests. The device was out of calibration tolerances at the 0, 10, and 20 settings. Inspection of the device revealed excessive contamination of the motor housing and interior. The contamination interfered with the motor function likely causing the reported "jumping and skipping." The device has not been serviced in 9 yrs. IFU recommends the device be serviced yearly. The reported issue is likely related to the contamination of the motor, caused by inadequate maintenance by the user. A letter will be sent to the customer on the findings. The device was repaired and returned to the customer.